Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There were no button error alarms noted. The pump was received with a missing end cap sticker, minor scratches on the lcd window, and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 80 mg/dl at the time of the incident. Customer stated that there was possible sweat exposure on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.